Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. An outside clinician was consulted and his opinion was that any fistula occurring between the mesh and the bowel is due to the mesh being in apposition to or adherent to the bowel. The mesh has an anti-adhesion barrier preventing such attachment, however, during the placement of the mesh track fixation stitches or barrier removal could have led to the fistula forming.

Event description:
Mesh was implanted approximately 4 years ago. The mesh incorporated with the bowel resulting in a hole in the bowel. As a result there was an infection and a small bowel fistula. Mesh was explanted and a portion of the small bowel was resected.